Manufacturer narrative:
Additional suspect medical devices involved: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4). Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4). Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4).

Event description:
A report was received that the patient's leads had moved slightly. The patient underwent a lead revision where the leads were repositioned. Nothing was explanted.